Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and found the issue during device evaluation. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited pump head failure, the pump head was faulty/damaged/worn and needed to be replaced. There was no patient involvement.